Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly. It was observed that transistor, designator q8 was electrically shorted and caused no energy output to be delivered, an ¿abnormal energy delivered¿ message to be displayed and the capacitor dumps into the inductive resistor shortly after the shock key is pressed.

Event description:
Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. Physio also observed another event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory that is related to a potential failure of the device to deliver defibrillation energy. Physio also observed another event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no report of patient use associated with the reported event.